Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding this explant procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. Follow-up for the return of the device is in progress. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through the implant patient registry that a 23 mm pericardial aortic valve, implanted two years and eight months was explanted due to unknown reasons. The explanted device was replaced with another 23 mm pericardial aortic valve. No additional details were provided.

Manufacturer narrative:
Device evaluation: x-ray demonstrate slight wireform distortion around leaflet 1. Small calcification nodules were observe on all three leaflets. However it is unclear if the calcification resided on the host tissue or on the leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the inflow aspect and 2mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. The wireform was exposed on commissure 1. Customer report of insufficiency and perivalvular leak could not be confirmed through visual observations. Based on the information received the clinical observation cannot be confirmed. The cause of the event cannot be determined; however, patient factors may have contributed to the event.

Manufacturer narrative:
Additional manufacturer narrative: additional evaluation was performed and concluded the following: this valve was reportedly explanted due to severe aortic insufficiency and severe perivalvular leak, which could not be reproduced in an in vitro standardized test. No intraoperative echocardiographic images or recordings were provided; the reported severe aortic insufficiency and perivalvular leak in vivo could not be confirmed. Under edward¿s standardized in vitro testing conditions, the total regurgitant fraction was 2.65%, which is more than three times lower than the 10% maximum allowed for a valve of this size per iso5840-2:2015. This amount of regurgitation would not be considered clinically significant. The in vitro testing could not simulate or assess the perivalvular leak as observed in this particular valve. Based on the information received the cause cannot be determined.

Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Valve dehiscence may occur early or late. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In rare occasions, during the initial implant procedure, a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death. Based on the information received the cause of the event remains indeterminable; however, patient factors likely contributed to the event. If additional information is received a supplemental MDR will be submitted.

Event description:
Through follow up edwards learned the 23mm valve was explanted due to severe aortic insufficiency, severe perivalvular leak, and dehiscence. There was a large perivalvular leak noted at the nadir of the left annulus. "Apparently, the suture has pulled through. The left sinus valsalva aneurysm developed probably as a result of the chronic perivalvular jet." The patient underwent reconstruction of the left aortic valve annulus with bovine pericardial patch and repair of sinus valsalva aneurysm with bovine pericardial patch. Transesophageal echocardiogram was performed, which demonstrated good seating of the aortic valve prosthesis. There was no perivalvular leak. Patient tolerated the procedure without difficulties and was transferred to the intensive care unit in stable condition. Patient underwent permanent pacemaker implant on post operative day one due to complete atrioventricular (av) block. The patient was noted to have evidence of high-grade av block prior to re-do aortic valve replacement and this persisted postoperatively. There was no expectation of recovery. The patient was reported to be symptomatic with bradycardia so decision was made to proceed with permanent pacemaker implant. Patient was discharged on post operative day four following aortic valve replacement.